Event description:
Overdelivery reported: the pump reportedly overdelivered during a biomedical engineering routine preventative maintenance testing. The pump was removed from pt service for its' scheduled annual testing. There was no report of any patient related event prior to the test date. It was reported that the pump failed the volume accuracy test by overdelivering. Specific results were not available. No further information or details were available.